Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic low anterior resection (lar) procedure, at the dissection step, the surgeon was u nable to control the tip of the bipolar fenestrated grasper instrument as the jaws of the instrument could not be closed. The issue was resolved after the instrument was replaced with another one. There was no patient injury.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg) as well as the associated device data. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. The jaws of the instrument were misaligned. M icroscopic inspection of the drive cables noted no damage. Part of the white plastic pulley was disengaged and the disengaged piece was not returned. There was separation between the spacer and the pulley on one side. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Additionally, the investigation detected the unreported condition of misaligned jaws that has no relationship to the reported condition. Evaluation of the device logs indicate an instrument error code related to a difference between the commanded and actual jaw angles. The instrument had a use time of four hundred and ninety-six minutes and a use count of three. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic low anterior resection (lar) procedure, at the dissection step, the surgeon was unable to control the tip of the bipolar fenestrated grasper instrument as the jaws of the instrument could not be closed. The issue was resolved after the instrument was replaced with another one. There was no patient injury.